Event description:
The advocate called for help with the customer's contour ts meter. She performed control tests while troubleshooting and rec'd results of 225 and 222 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.